Manufacturer narrative:
Investigation pending.

Event description:
Pt sample sent to the lab due to two different results obtained on the meter. Nurse states that pt did not complain of any unusual bruising/bleeding, however, she stated that bruising would occur if she bumped into something. Pt is new to facility and new to testing on inratio meter. Inratio 6.9 and 2.7. Lab 10.8. Five minutes between fingerstick samples and lab draw done shortly after (all within minutes).